Event description:
It was reported that with use of panel phoenix nmic/ID-307, e. Coli misidentified as citrobacter koserior or enterobacter cloacae. Seven panels have reportedly failed. There was no patient impact. The following information was provided by the initial reporter: "phoenix sn: (B)(6). Ap sn: (B)(6). Panel ref#: (B)(4), lot#: 2319818. Ap ast indicator ref#: (B)(4), lot#: 2334750. ID broth ref#: (B)(4) lot#: 2251144. Ast broth ref#: (B)(4) lot#: 2278518. ¿what is the open date on your indicator (not needed for ID complaints)? Not sure, but is only keep in the ap for 5 days. ¿ how old are the organisms upon preparation of inoculum? 24 hrs ¿ please provide the manufacturer and type of media cultures are being set up from? Tsa blood agar. ¿ was culture purity confirmed? Yes ¿ are you able to send any isolates for investigation? Yes (customer requested slants for transport). ¿ do you use an ap for setup or do you set up panels manually? Yes. ¿ what is the stated source of the survey specimen? Urine and blood. ¿ what were the expected results from the survey? Morfologically e coli, but initially ID as citrobacter koseri. Panel repeated on new isolated, ID as e. Coli. ¿ have you repeated the survey? Was the repeat from a frozen isolate or additional lyophilized specimen? Yes, new isolate from same patient´s sample. ¿ have any other benchtop or biochemical tests been performed and what were the results? Indol and pyr. Pointing to e. Coli. ¿ were any xpert rules triggered that caused the sir results in question to change? (If applicable) no."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 2023-06-30 h.6. Investigation summary: this complaint is for misidentification of e. Coli as citrobacter koseri or enterobacter cloacae when using phoenix panel nmic/ID-307 (449289) batch number 2319818.the customer provided phoenix generated lab reports, isolates and panel returns for the investigation. To investigate, the customer returned panels from complaint batch 2319818 were tested using customer returned e. Coli isolates (00428-1, 00428-2 and 00491) on a phoenix m50 instrument and evaluated for identification results. During the investigation, all panels identified as e. Coli. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect across this panel sku (#449289).

Manufacturer narrative:
E.1. Initial reporter addr 1: 170 almeda de las pulgas san mateo, h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that with use of panel phoenix nmic/ID-307, e. Coli misidentified as citrobacter koserior or enterobacter cloacae. Seven panels have reportedly failed. There was no patient impact. The following information was provided by the initial reporter: "phoenix sn: (B)(6), ap sn: (B)(6), panel ref#: 449289, lot#: 2319818, ap ast indicator ref#: 246006, lot#: 2334750, ID broth ref#: 246001 lot#: 2251144, ast broth ref#: 246003 lot#: 2278518, what is the open date on your indicator (not needed for ID complaints)? Not sure, but is only keep in the ap for 5 days. How old are the organisms upon preparation of inoculum? 24 hrs please provide the manufacturer and type of media cultures are being set up from? Tsa blood agar was culture purity confirmed? Yes are you able to send any isolates for investigation? Yes (customer requested slants for transport). Do you use an ap for setup or do you set up panels manually? Yes what is the stated source of the survey specimen? Urine and blood. What were the expected results from the survey? Morfologically e coli, but initially ID as citrobacter koseri. Panel repeated on new isolated, ID as e. Coli. Have you repeated the survey? Was the repeat from a frozen isolate or additional lyophilized specimen? Yes, new isolate from same patient´s sample. Have any other benchtop or biochemical tests been performed and what were the results? Indol and pyr. Pointing to e. Coli. Were any xpert rules triggered that caused the sir results in question to change? (If applicable) no"

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact.